Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 503 mg/dl. The customer took 16 units of humalog before calling. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 508 mg/dl. The customer cause of emergency room visit as per health care provider was diabetic ketoacidosis. The customer was treated with glucagon. They also use a dextrose 50 mg IV push twice. The customer was wearing pump at the time of emergency room visit. The customer is able to perform high pressure test and passed. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with heath care provider concerning unexplained high blood glucose.